Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm after filling reservoir. Customer's blood glucose was 500 mg/dl. After troubleshooting, customer was able to clear alarm. Customer states that cannula was not bent. Customer was advised that insulin pump was working as designed.